Event description:
This event was reported as a suture loop with wide open, 3+ regurgitation. Pt was put back on pump and the surgery was extended. The pt was very sick pre-op. No pt complications were reported. The pt expired on pod #3 and the extended surgery time could have been a contributing factor. No further info was provided.